Manufacturer narrative:
The patient database was reviewed per the surgeon''s request. The data showed the auto fits were used, and the optical coherence tomography (oct) cross section image quality is good, with the posterior lens showing clearly to the unaided eye. Treatment parameters were the default settings. The review revealed that there are no indications that the catalys may have potentially caused the reported event. The account has been made aware of the findings. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys system (serial number (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that after a catalys procedure, the surgeon removed the capsulotomy as expected in order to complete the hydrodissection portion of the procedure and it was noticed that the entire lens moved forward and seemed to pull the posterior capsule with it, creating a large posterior capsule tear. A description of the event indicated that the surgeon cracked the lens in half to proceed with the divide and conquer removal technique and noticed the tear. The surgeon was able to successfully place out half of the lens before aborting the phaco procedure and performing an unplanned anterior vitrectomy. The account provided that per the site's retinal surgeon suggested surgical plan it was decided to close the eye with sutures and conduct a planned vitrectomy at a later date to place the intraocular lens (iol) into the anterior chamber. The surgeon was unsure if the catalys laser treatment was a culprit in this situation; subsequently, two more catalys treatments were completed with no issues.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.